Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A 3.00 x 12 synergy ii drug eluting stent was implanted to treat the lesion. However, 2 weeks later, the patient came back with stent thrombosis. Subsequently, the physician was able to clear the clot and re-balloon the stent. No further patient complications were reported and the patient's status was fine. The procedure was completed without any further complications reported and patient's status was fine.